Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and self tests. No unexpected software error alarm was noted during testing. No insulin smell or moisture damage was noted inside the reservoir compartment, electronic assembly or motor. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm. The pump had minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of software error from the insulin pump. The customer's blood glucose reading was 304 mg/dl. The pump rewound when the customer received the alarm. The customer reported that the pump had a strong insulin smell. The mother declined to troubleshoot for high readings. The insulin pump will be returned for analysis.